Event description:
It was reported that the patient ams 800 artificial urinary sphincter was removed and replaced with a new one due to unspecified reason. Additional information received stated the patient experienced erosion and infection. The cuff eroded through the urethra. After the removal of the components, the patient experienced recurring incontinence. A new ams 800 aus was reimplanted on (B)(6) 2019. The patient was status post procedure was good.